Manufacturer narrative:
MFR reference # (B)(4).

Event description:
Clinical follow-up was requested. On 03/19/2019 the surgeon provided the following details. The event involved the patient''s right eye. The hyphema has resolved. 2+ cells in the anterior chamber remain with continued treatment of durezol drops. Through gonisocopy, the superior stent appears to be in good position, 3 clock hours away from the second stent. It appears that the inferior stent may be positioned with the flange posterior with iris touch. The patient will be referred for a second opinion. The surgeon reported that secondary surgical intervention may be indicated, and if so, the surgeon will follow-up to further discuss.

Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, inflammation and stent obstruction are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
It was reported that following cataract plus trabecular micro bypass stent system procedure, the patient presented approximately two (2) weeks postoperatively with hyphema associated with 3+ cell in the anterior chamber (ac). According to the surgeon, the stents maybe obstructed with blood clot as the stents could not be visualized via gonio. Additional information is being requested.